Event description:
A scratch was discovered on the CT lucia 602 iol (intraocular lens) after it was implanted into the eye. The surgeon explanted the scratched lens and implanted a new lens during the same surgery. No patient harm reported.

Manufacturer narrative:
Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have caused or contributed to the reported issue is but is not limited to: lens placement technique. Loading strategy. Accessory device support. Poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed by standard operating procedures and inspections and have met all criteria for release.